Event description:
Customer stated that the eq flsbr mod 20ct would break. The wire brush was breaking off, she's been using these for a long time. She barely gets thru one cleaning. On the package it says you can you use them up to 10 times. (Consumer returned 2 broken brushes).